Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Low glucose threshold in the reader¿s alarm settings was set. Sensor was activated with known good reader, and linearity test was performed. Low glucose alarm was successfully activated. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. The low glucose alarm did not sound and as a result, customer was unaware of declining glucose levels and experienced a loss of consciousness. Customer was unable to self-treat and required treatment of baqsimi nasal powder 3mg and sweet drinks by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. The low glucose alarm did not sound and as a result, customer was unaware of declining glucose levels and experienced a loss of consciousness. Customer was unable to self-treat and required treatment of baqsimi nasal powder 3mg and sweet drinks by a third-party. There was no report of death or permanent impairment associated with this event.